Manufacturer narrative:
On 2017-oct-10 arjohuntleigh has become aware of an event which occurred with involvement of maxi move passive floor lift at (B)(6), USA. It was reported that maxi move passive floor lift along with an xxl padded sling was being used for a resident transfer from bed while one of the leg clip detached from spreader bar. The resident sild out of the sling pad. As a result of the fall, the resident (female) sustained a right collarbone fracture. She was transferred to emergency room and hospitalized. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low and stable. The maxi move lift was working to manufacturer's specification during functional inspection after the incident. The label of the sling was unreadable and the sling had two small holes in its fabric. What is more, some of the sling attachment points were worn. It is worth noting that no malfunction with the sling, neither the lift that could have caused or contributed to the clip detachment was detected upon their inspection. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labeling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. As it was confirmed, the xxl sling was being used with the medium spreader bar what is not recommended by device labeling. According to the passive clip slings instructions for use (04.sc.00, oct 2014) xxl size slings should be used with power large spreader bar: "warning: to avoid injury, always follow the allowed combination listed in this IFU. No other combinations are allowed." Finally, the labeling of the lift indicates the system should be used by trained personnel that are aware of the IFU (001.25060 rev.10) contents. "Maxi move must always be handled by trained caregiver and in accordance with the instructions outlined in this manual." Additionally: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations: if the leg clip is not attached but a resident weight is applied to it during the initial stage of resident transferred onto the sling, a drop can be immediate if there is no chair that could prevent the further fall. If the labeling is followed the possibility of occurrence such hazardous situation is minimal. However, it is possible for the caregivers to not follow the instruction provided in the device labeling in regards to checking if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional scenarios, which also involve usage of the device, which is not in accordance to IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labeled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labeling is followed the possibility of occurrence of hazardous situation is minimal. However, it is possible for the caregiver to not follow the labeling and use the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Based on evaluation performed, we are not able to establish the exact root cause of the event. Although, based on product knowledge, previously performed simulations and past similar situations, the clip detachment can occur when a user does not follow correct transfer procedure as presented in the device labeling. To conclude, arjohuntleigh maxi move passive lift played a role in the complaint issue as was used for patient's transfer at the time one of the sling clip connection detached from the lift spreader bar. As a consequence, the resident slipped out of sling and fell on the floor. As an outcome of the fall, the resident suffered a serious injury. Although the sling did not meet its performance specification (the label of the sling was unreadable and the sling had two small holes in its fabric), these malfunctions did not affect the clip detachment failure.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On 09 oct 2017 arjohuntleigh received an information about an event which occurred with the involvement of maxi move lift and a sling. It was reported that the patient was being transferred from bed when one of the leg clips detached, allowing the patient to fall. As a result, the patient suffered from the right collar bone fracture. It was reported that an xxl size sling was used with a medium size spreader bar.